Manufacturer narrative:
The hill-rom technician found all casters with supports and bearings not holding due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 to 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced all casters with supports and bearings to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located at the account in room 281. There was no patient/user injury reported.